Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (age not reported) coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2008, the patient began treatment with dianeal pd2 ultrabag therapy (3 liters, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if a peritoneal effluent analysis and culture were performed, if remedial therapy was rendered, if dianeal pd2 ultrabag therapy was ongoing or if the event of peritonitis had resolved. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis.